Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the catheter into the sheath, a lot of air was noticed during aspiration. With further aspiration, a lot of air was drawn over the flushing port into the syringe. It appears that the hemostatic valve was defective. The procedure was successfully completed by replacing the sheath. No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported the dilator and farawave were inside the sheath prior to, and/or at the time, the air was observed. Perfusor was used for the irrigation of sheath. No other issue has been reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the catheter into the sheath, a lot of air was noticed during aspiration. With further aspiration, a lot of air was drawn over the flushing port into the syringe. It appears that the hemostatic valve was defective. The procedure was successfully completed by replacing the sheath. No patient complications have been reported. The product is not expected to be returned as it was disposed.

Event description:
It was reported that during the farapulse procedure faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the catheter into the sheath, a lot of air was noticed during aspiration. With further aspiration, a lot of air was drawn over the flushing port into the syringe. It appears that the hemostatic valve was defective. The procedure was successfully completed by replacing the sheath. No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported the dilator and farawave were inside the sheath prior to, and/or at the time, the air was observed. Perfusor was used for the irrigation of sheath. No other issue has been reported.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.